Event description:
Customer reports following an electrical storm, the next morning during a procedure, the physician could not get a "mag" view and could not perform rad shots. The customer rebooted the room and the generator would not come up. Procedure completed with use of a c-arm portable fluoro. Potential for serious injury exists.

Manufacturer narrative:
Manufacturing investigation pending. Upon completion of the investigation, a medwatch supplemental report will be submitted.